Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2004 and system diagnostic results revealed high impedance (>= 10000 ohms). No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event date. The previously submitted MDR inadvertently provided the wrong suspect device for the event.